Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: medical review indicates that: tibial baseplate malposition in excessive posterior tibial slope has contributed to flexion instability of the knee causing pain and leading to revision surgery. The observed floating piece of poly in the knee is caused by the femoral component riding over the posterior rim of the tibial bearing during the instability maneuvers and has caused a fatigue fracture of the posterior rim of the bearing. As such, it is a secondary effect. Baseplate malposition has not been addressed during revision surgery with only bearing exchange to a thicker 19-mm cs bearing while the baseplate is quite likely also still loose. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the medical review provided tibial baseplate malposition in excessive posterior tibial slope has contributed to flexion instability of the knee causing pain and leading to revision surgery. The observed floating piece of poly in the knee is caused by the femoral component riding over the posterior rim of the tibial bearing during the instability maneuvers. Baseplate malposition has not been addressed during revision surgery with only bearing exchange to a thicker 19-mm cs bearing while the baseplate is quite likely also still loose. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
We were contacted for a routine poly exchange because the patients' knee was increasingly unstable. We went in and noticed that a piece of poly was free floating within the joint. After the poly was removed, visual inspection confirmed the piece of loose poly had broken off of the posterior side of the poly. After trialing and going through range of motion we replaced this 13mm poly with a 19mm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
We were contacted for a routine poly exchange because the patients' knee was increasingly unstable. We went in and noticed that a piece of poly was free floating within the joint. After the poly was removed, visual inspection confirmed the piece of loose poly had broken off of the posterior side of the poly. After trialing and going through range of motion we replaced this 13mm poly with a 19mm.